Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reported false positive flu b result for 1 asymptomatic patient testing for screening purposes. The customer communicated the result was confirmed negative by molecular (pcr testing) approximately 2 weeks later. An additional patient event was also communicated which is captured on a separate report.